Manufacturer narrative:
Concomitant products: carto 3 system: model #:m-4800-01, serial #: (B)(4). Stockert 70 system: model #:m-5463-01, serial #: (B)(4). Distributed product - acunav : model #:m-5723-01, lot #:unknown_m-5723-01. Product investigation will not be performed since the catheter was not returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during accessory pathway while performing an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, a pericardial effusion was noticed and confirmed by ultrasound. The webster cs with auto ID catheter would not stay seated and had to be repositioned several times. The bwi field representative stated that the physician believed this may have contributed to the pericardial effusion. The type of treatment (if any) administered to the patient was unknown. The patient was reported to be in stable condition. Upon request, the bwi field representative provided additional information on the event. No ablation catheter was used. The webster cs with auto ID catheter had to be reseated five times as it kept falling out. The physician believes that having to reinsert the catheter so many times may have caused trauma to the coronary sinus and possibly the noted pericardial effusion. Before the event, the physician did not experience any difficulty in manipulating the catheter and did not notice any abnormal signals.